Manufacturer narrative:
H3) a software analysis was performed. It was determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A0908 was coded for registration being off. A13 was coded for the scan being mediocre quality. A23 was coded for the surgeon trying to register the patient several times. H6: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon tried to register the patient 3 or 4 times. The geometry error of the registration was consistently 3 to 4 millimeters (mm) off in the lateral direction. It was noted the case was relatively easy for the surgeon, so navigation was not crucial for the surgeon. The scan was of mediocre quality, but the top of the forehead was cut off. The case delay was about 10 minutes. There was no impact to patient's outcome. Additional information was received. The site re-registered a few times, and then the surgeon just decided to move forward accounting for the inaccuracy since it was a case where the surgeon felt confident without full use of navigation. The inaccuracy was noticed when the site verified immediately after registration. The surgeon traced a few times, but then decided to continue on with navigation accounting for the inaccuracy.